Manufacturer narrative:
(B)(6) (B)(4). The device has not been returned. Hence, no conclusion can be drawn as yet. The following products were used in the surgery. (B)(4). It is unknown whether any of the above devices contributed to the reported event. We are filing this medwatch form for notification purposes only.

Event description:
It was reported that, a patient underwent posterior occipito-cervical fusion at o-c2 levels for atlantoaxial subluxation. Postoperative infection was observed.revision surgery will be scheduled to remove all implants. Bone union seemed not to obtain because halo-vest was planned to use for the patient. The product came in contact with the patient. Patient complications were reported.